Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise that was oversensed, resulting in pacing inhibition and the delivery of inappropriate shocks. The patient was pacemaker dependent. The noise could be reproduced with the valsalva maneuver. A guidant technical services consultant discussed a possible lead issue or diaphragmatic oversensing, and recommended implanting a separate rate/sense lead during the upcoming device replacement procedure.